Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. No moisture damage was noted under the display screen, electronic assembly or motor was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported the customer had moisture damage to their insulin pump. Customer stated their insulin pump was frozen as a result. The customer's blood glucose was unknown. The customer stated the moisture damaged was caused by working out. Customer did not drop their insulin pump. The customer also reported a button error alarm occuring during the troubleshoot. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.